Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, it was determined that the validation code was not working. A technical support specialist was informed that the validation code was correct but would not activate until 9 pm. The customer mentioned that urgent medication was needed for a patient, and the request was directed to the pharmacy. However, the controlled medication pharmacist stated that an override code could not be provided, and the authorized personnel was unavailable. The customer acknowledged this information and proceeded to close case.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux medication override code was not working. The customer stated that this malfunction occurred while dispensing the medication, they were unable to access the medication, and they had to access the medications from another the pharmacy, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux medication override code was not working. The customer stated that this malfunction occurred while dispensing the medication, they were unable to access the medication, and they had to access the medications from another the pharmacy, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.